Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrectomy probes (single use consumable) could not aspirate before vitrectomy surgery. The procedure was completed on same day. There was no impact to the patient. This report pertains to four vitrectomy probes involved in reported event from the same facility.